Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "red x on the helium tank and battery icon" is not able to be confirmed. The field service agent checked the pump and could not duplicate the reported issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) after 2 hours of use had a red x on the helium tank and battery while the patient was still on bypass. The pump was not pumping so there was no interruption to therapy and staff did not attempt to start pumping. The pump was plugged in and the tank was full. As a result, the pump was switched out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) after 2 hours of use had a red x on the helium tank and battery while the patient was still on bypass. The pump was not pumping so there was no interruption to therapy and staff did not attempt to start pumping. The pump was plugged in and the tank was full. As a result, the pump was switched out. There was no report of patient complications, serious injury or death.